Manufacturer narrative:
The exact date of the event is unknown, event occurred a few years ago. Explant date: procedure happened a few years ago.

Event description:
It was reported that the patient was experiencing difficulty charging due ipg to migration. The patient underwent an ipg explant procedure. The explanted device will t be returned.